Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. This event occurred in belgium, see section e. H6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the health care professional (hcp) was operating a hypophysary tumor and was working with the electromagnetic localization system and malleable suction. Suddenly the suction wasn't tracking anymore. They checked all the possible causes and artifacts but kept failing to be seen by the electromagnetic localization box. They took another suction and the same problem occurred. Finally with a third one, it was okay. No issue related to the hardware of the navigation system. There was no delay to the procedure. No reported impact to the patient.